Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving unspecified medication(s) at the time of the event at unspecified dose/concentrations via an implantable infusion pump for unknown indication(s) for use. It was reported the patient had a history of pump flipping. No symptoms related to the history of flipping were reported. At the time of the report that patient was alive with no injury. No further information regarding the previous pump flipping was provided including when it occurred, what troubleshooting had been performed, the cause of the flipping, if the patient had experienced any symptoms or what actions/interventions had previously occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.